Event description:
Unit was reported to have a hole burned in the side of the device cabinet.

Manufacturer narrative:
Unit was returned and found to have three separate fault conditions. A service bulletin was initiated to inspect other units. Subsequent to bulletin no similar reports received. An MDR was not filed within 30 days of becoming aware of the event because the complaint/adverse event was not determined to be MDR reportable based on the company's investigation of the complaint/event and existing procedures in place at the time info was received. Complaint reporting and MDR procedures have more recently been updated and prior complaints/adverse events reviewed. We are submitting this complaint/adverse event as a MDR based on our updated procedures within 30 days of the retrospective review."